Event description:
Event description cpi received information that interrogation of this implantable cardioveter defibrillator (ICD) at a routine follow-up visit found that this ICD had reverted to monitor only. The patient did not recall being near a magnet. The magnet feature of the ICD was programmed off and the ICD was reprogrammed.